Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, customer stated that the touchscreen became cracked. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted. Customer confirmed that they have back up manual injections for continued insulin therapy.

Manufacturer narrative:
Wake button issue - no failure identified.